Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on plug strap bond edge assessed as unidentified (tear) opening (shell thickness was within specification) and one opening on anterior side assessed as surgical damage. Additional observations: creases were observed. Non-penetrating nicks observed.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.